Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "pump failure" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported. The service representative of the facility reported "excessive condensation" on the iabp and reference that the iabp was serviced several times for excessive condensation.

Manufacturer narrative:
The customer maintenance technician replaced the condensate removal module and the safety disk. However, this did not resolve the "excessive water" problem. The customer requested maquet field service. See also related complaints for this pump: (B)(4) and MDR 2249723-2014-00665; (B)(4) and MDR 2249723-2014-00666. (B)(4).